Manufacturer narrative:
Device passed the displacement test. Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to verify prime or fill anomaly and perform occlusion test, compromised force sensor system test and excessive no delivery test due to compromised force sensor system alarm during basic occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime as well as insulin pump received compromised force sensor system alarm. The customer¿s blood glucose was unknown at the time of the incident. During troubleshooting, customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer indicated the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.